Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The high blood glucose level required hospitalization. Physician insisted that customer obtain ketone strips. The current blood glucose reading is over 600 mg/dl. Customer has been high for a few days. Customer was vomiting. Customer has treated for high blood glucose with insulin pump. Nothing further reported.